Manufacturer narrative:
The device was evaluated. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: ultrasonic probe was loose; bending angle in up direction did not meet the standard value due to wear of the angle wire; upward/downward angulation control knob could not be locked securely due to wear of forceps elevator; adhesive on bending section cover was detached, had a chip and a crack; paint on air/water-cylinder was peeled; adhesive around objective lens was peeled; there were scratches on objective lens and connecting tube; acoustic lens was damaged but damage level did not reach to the glue-layer and there was a chip in adhesive area between acoustic lens and ultrasound probe. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited residual liquid or foreign material came out of suction-cylinder and forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "residual fluid or foreign material from suction cylinder" and phenomenon 2 "foreign material near the forceps elevator (wire)" were confirmed but a probable cause could not be identified. The event can be detected/prevented by following the instructions for use which state: as to the reprocessing procedures of the subject device, we checked the contents written in the instruction manual and found the following chapters. Phenomena might be prevented by following these chapters. [Instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260] ·chapter 6 compatible reprocessing methods ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.